Event description:
During an elective diagnostic laparoscopy, lysis of adhesions and an ileoileal bypass 2 different staplers jammed at the same time of firing. A third stapler was utilized which worked well. The pt suffered no harm.